Event description:
It was reported by the aci sales professional that a female pt underwent a right and left diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right and left common femoral artery (cfa) via two different 6f sheaths (model unk). A pre-procedure femoral angiogram showed significant calcification in the right cfa. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is a trainer user, selected a mynxgrip vascular closure device 6f/7f to close the right access site. It was reported that when the physician pulled to the second stop, the balloon lost pressure. It was also noted that when the device was removed from the pt, the balloon was torn. The scrub tech held manual compression at the access site for 15 minutes, at which time hemostasis was achieved. The pt was ambulated and discharged from the hosp the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. Examination showed a radial tear on the balloon, approximately 3 mm from the balloon proximal tip. The distal tip of the balloon was inverted. The review of the lhr (lot f1310805) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.